Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address poly wear and lysis with big pseudo tumor. Update 7/10/2017 der reviewed for reportability decision. It is unclear what the precipitating cause was for the formation of pseudotumor, as the literature observes its occurence infrequently in metal-on-polyethylene hips, with inconclusive results regarding which device interactions may be the source. The liner is reported for bearing wear. If additional information is made available, the MDR decisions for the locking ring and femoral head may be revised. Complaint updated on: 8/7/2017.